Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('patient asked for essure removal due to persistent pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('patient asked for essure removal due to persistent pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: device removed, reporter was added. New event endometriosis was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.